Event description:
It was reported that during a lavh procedure, the hand-activation buttons of the device worked immediately. The resulting tissue effects were not optimal. Later in the procedure, surgeon noticed significant bleeding which required a laparotomy. The left ovarian vein had to be clamped and tied off to achieve hemostasis. After the procedure, surgeon felt it was necessary to give (1) unit of blood to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.